Event description:
Per the reporter the pt was set to receive an approx 8ml infusion over 24 hours. The infusion was initiated and one hour later it was found that 5.6ml had been infused. The pt was monitored closely; however, no intervention or medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.